Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system exhibited foreign matter near the tip on two occasions. The following information was provided by the initial reporter: saf-t intima 24 gauge, not showing blood flash. Some products with metal shards near needle tip as well as plastic.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-08, h6: investigation summary bd received a sample submitted for evaluation. Your reported issue was confirmed upon testing of the samples. During testing the sample was occluded. Further examination showed that excess silicone from our lubrication process was found within the cannula, resulting in occlusion. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Corrective actions (CAPA) 3248335 has been initiated to investigate this type of incident and to identify the root cause. H3 other text : see h10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0351256, medical device expiration date: 12/31/2024, device manufacture date: 01/22/2021. Medical device lot #: 1053927 medical device expiration date: 02/28/2025. Device manufacture date: 03/16/2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima" IV catheter safety system exhibited foreign matter near the tip on two occasions. The following information was provided by the initial reporter: saf-t intima 24 gauge, not showing blood flash. Some products with metal shards near needle tip as well as plastic.